Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the p3 power supply. The p3 power supply replaced. The system was tested and found to be working as intended as placed back into service.

Event description:
It was reported that the lift column on the 9800 system intermittently would not work. No patient injury was reported.